Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2015. Based on the available information and taking into account the review of similar events, the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (causes related to environmental conditions). This also resulted in the damage to the distribution board, which supplies power to the float assembly, also damaging it.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in rome, italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, stirring mechanism was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to stirring mechanism blocked or too slow, during maintenance activity. There was no patient involvement.